Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge, and then resuming insulin administration.